Manufacturer narrative:
The device was received for evaluation. During visual inspection, the blue pull ring cap was not missing. The cap was observed dislodged from the connector loose in the overpouch. The issue of missing cap was not verified as the cap was located inside the overpouch; however, it was observed dislodged. The cause of the detached cap could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cap was missing from a ultra set disposable disconnect y-set. This was found before use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.